Manufacturer narrative:
The device and competitor's rv lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker and associated non-boston scientific right ventricular (rv) lead experienced a lead safety switch (lss) in (B)(6) 2017. At the patient's routine device follow-up in (B)(6) 2018 two non-sustained episodes were noted, stored due to noise. Electrograms showed the noise was oversensed and pacing was inhibited. During troubleshooting, noise could be recreated with provocation. The lead configuration was reprogrammed to unipolar pace and sense and a holter monitor was planned. A further review of the patient's history was provided. Non-boston scientific right atrial (ra) and right ventricular (rv) leads had been repositioned or replaced in (B)(6) 2017, prior to the lss reported in (B)(6) 2017. In (B)(6) 2017 the patient had collapsed, suspected due to an airway obstruction. In (B)(6) 2017 the patient had been admitted to the hospital with a stroke; no further pacing impedance issues had been observed. In (B)(6) 2018 nonsustained vt episodes were recorded, showing ventricular oversensing and pacing inhibition. In the (B)(6) 2018 follow-up the minute ventilation (mv) sensor was programmed off and sensitivities were changed to fixed. The holter monitor was performed with normal results observed, but the patient did not provide the diary or report any symptoms. At the (B)(6) 2018 check, no noise was stored. Device data was submitted to technical services. Engineering review found normal lead diagnostics, no lss or out-of-range measurements were noted. The noise on the rv channel was low in amplitude and was possibly myopotentials; it did not appear to be electromagnetic interference (emi) as there was no corresponding noise on the ra channel. The noise from the printouts from october did not appear consistent to mv sensor noise. The rv lead should be further evaluated. No adverse patient effects were reported.